Event description:
A 2.25 mm diameter x 24 mm length endeavor resolute drug-eluting coronary stent delivery system was inserted into a patient for the treatment of a mid rca lesion. Lesion morphology was reported as non-tortuous and totally occluded. The lesion was pre-dilated. It was reported that the physician was attempting to reach the lesion; however, was unable to cross. The physician attempted to remove the delivery system, but met with resistance. As more effort was used to retrieve the stent, the stent was hit against the guiding catheter and approximately 12mm of the proximal part of the stent was squashed together. A second wire was used as a double wire. The physician attempted to retrieve the entire system into the aorta but it would not pass through the sheath. Subsequently, stent was dislodged from the stent delivery system. The hub of the stent delivery system was then cut to allow the operator to upsize the sheath. A snare was deployed to retrieve the stent; but this was unsuccessful. The sheath upsized a second time and a snare was used to retrieve the un-deployed stent. After the stent was retrieved a dissection was noted. The dissection was treated with a balloon. The case was completed with a second endeavor resolute stent. The patient is fine.

Manufacturer narrative:
(Embolism-device, dissecion). Pt code other - secondary intervention. Evaluation summary: medtronic has received the device and its analysis has been completed. As per the event description the hypotube was cut during the removal procedure at approx 2.7cm distal to the strain relief. Both balloon pillows were evident of the un-inflated balloon and blood was present between the balloon folds. The dislodged stent was completely stretched and deformed. It was not possible to record accurate stent od measurements due to the stretching and deformity noted on the returned stent. There was clear evidence of crimp/brake marks on the balloon. As reported, difficulties were experienced by the physician when first attempting to cross the totally occluded mid rca lesion with two wires. The physician successfully crossed on the second attempt and then pre-dilated the lesion as could be seen on the cine images provided. Although the lesion was pre-dilated three times to 18atms with the 15mm balloon, the pre-dilations may not have been sufficiently effective in opening the stenosis and this may have resulted in the failure of the stent in crossing the lesion. It was confirmed that the stent was inspected prior to use with no issues noted. Review of the cine images did not show images of the introduction or withdrawal of the resolute device from the lesion site however, images were captured of the resolute device being retracted proximally from the patient and the stent bunching distal to the guide catheter tip. As it was confirmed that resistance was noted upon retrieval of the device into the guide catheter tip, this indicates that the physician attempted to withdrawn the un-deployed stent back into the guide catheter which is not recommended in the IFU. It was confirmed that the stent "hit" against the guide catheter and cine images did show images of the stent squashing up on the balloon during removal of the device.